Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the following: subsequent to implant, patient suffered severe pain and discomfort resulting in revision surgery on (B)(6) 2005. During that surgery, the physician discovered the acetabular component had migrated to the pelvis. The cup was removed and replaced with a larger cup. Instead of a metal-on-metal insert like the one used in the first surgery, a polyethylene liner was utilized. Patient developed drop foot as a result of the migration of the acetabular component. On (B)(6) 2008 the pinnacle was removed. During the entire three years the pinnacle was implanted, patient was very unhealthy, sick, and in severe pain. Patient is unable to be gainfully employed and is crippled for life. Doi: (B)(6) 2005; dor: (B)(6) 2005; (left side). Doi: (B)(6) 2005; dor: (B)(6) 2008; (left side). Patient is a resident of (B)(6). Update: 12/17/12 pfs was received from legal, medical records. Update ad 04 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets received. In addition to what was previously alleged, ppf alleges loosening of cup. Added state, age, surgeon, product details and corrected date of implant. Added head and screws due to alleged "looseing" of cup. Doi: (B)(6) 2005; dor: (B)(6) 2005; (left hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.